Event description:
Routine complaint investigation identified a lack of precision issue. The values received when plotted on a clarke error grid indicated a clinical significance in the difference of the readings. If this meter was used to perform an assay, the results could be an imprecise reading. No death, serious injury or medical intervention was reported.